Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced ventricular fibrillation (vf). Undersensing was noted due to the morphology of the patient's vf. The device did successfully convert the vf with a max energy shock. High shock impedances were eventually observed. Technical services (ts) discussed possible causes and troubleshooting options were recommended. Additionally, it was noted that this patient received an inappropriate shock for oversensing due to low amplitude degradation. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported. This product remains in service.